Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that they were unable to use the vitrectomy ports during a surgical procedure. The staff switched out the system to complete the surgery. There was a twenty minute delay. There was no harm to the pt.